Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Manufacturer narrative:
(B)(4). 00875705800 item name 58mm o.d. Size ll porous uncemented with uni-hole shell use with ll liners, lot number 65253776. Device product code is unknown. Report source: foreign: italy. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Event description:
It was reported during intervention the locking screw of the curved maico shell was broken. There is no additional information available at the time of this report.